Manufacturer narrative:
Currently, is it unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for blood glucose levels above 500 mg/dl. The customer reported vomiting, chest pain, extreme thirst and heavy urination. Prior to the event, the customer changed the infusion set, but she used a previously used reservoir. Advised the customer not to re-use reservoirs or infusion sets. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.